Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal abdominal hysterectomy, bilateral salpingo-oophorectomy and removal of adhesions from gallbladder surgery due to cystocele, fibroids, pelvic organ prolapse, stress urinary incontinence, and polycystic ovaries. The patient experienced extrusion, recurrence and bleeding. It was reported that the patient underwent an excision procedure. It was further reported that patient had mesh excision on (B)(6) 2012 and removal on (B)(6) 2013. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2013.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh and prefyx were implanted into the patient. It was reported that she experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat uterine prolapse with large cystocele and rectocele. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information.